Event description:
As reported for this event by the customer, during preparation for use, it was observed that there was no display for the device. The soft button for display was not working. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was no display for the device and the soft display button was not working. There was no image when the device was powered on. This is attributed to the faulty printed circuit board. The device functioned normally when tested with a known good printed circuit board. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image was being displayed on the screen and the buttons were not working due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.